Event description:
It was reported that shortly after implant this right atrial lead exhibited loss of capture. A dislodgement was confirmed through x-ray. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that shortly after implant the helix for this right atrial lead was found to be retracted and a dislodgement was confirmed through x-ray. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This report contains corrections to fields: h6: evaluation results codes.

Event description:
It was reported that shortly after implant the helix for this right atrial lead was found to be retracted and a dislodgement was confirmed through x-ray. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that shortly after implant this right atrial lead exhibited loss of capture. A dislodgement was confirmed through x-ray. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.